Manufacturer narrative:
During the device evaluation, the trigger was found to be damaged and preventing the toggle lever from locking into place. It was determined that wear was the likely cause of the reported event.

Event description:
The system 6 single trigger rotary was returned to stryker instruments for service, and during failure analysis it was noted that while the handpiece was running in reverse mode, it would not lock into safety when it was shifted into forward . There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The system 6 single trigger rotary was returned to stryker instruments for service, and during failure analysis it was noted that while the handpiece was running in reverse mode, it would not lock into safety when it was shifted into forward . There was no patient involvement and no adverse consequences associated with the device.